Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a right coronary artery (rca). The apex 15x2.5mm balloon catheter was used for pre-dilation. The balloon was inflated to 15 atms for 10 seconds and ruptured on the initial inflation. The procedure was complete with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a right coronary artery (rca). The apex 15x2.5mm balloon catheter was used for pre-dilation. The balloon was inflated to 15 atms for 10 seconds and ruptured on the initial inflation. The procedure was complete with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a build-up of solidified blood inside the balloon and inflation lumen. A microscopic examination of the balloon material could not identify any tears or holes in the balloon material. Several attempts were made to inflate the balloon, without any success. The device was immersed in warm water in an attempt to dissolve the solidified blood, however all additional attempts made to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older.(B)(4).